Manufacturer narrative:
A definitive cause for the customer issue could not be determined. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer observed falsely decreased architect total bilirubin results for patient samples. One example was provided. An initial result of 0.1 mg/dl retested at 0.4 mg/dl multiple times. The normal range for this patient is 0.2 - 1.2 mg/dl. No adverse impact to patient management was reported.